Event description:
During a remote follow up, undersensing and inappropriate interpretation of signal was noted on the device. No intervention has been conducted at this time but is anticipated at the next in-clinic follow up. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event.